Manufacturer narrative:
Results: a review of the manufacturing records for the device verified the lot met all pre-release specifications.

Event description:
The following information was reported to gore: on (B)(6) 2018 a patient was undergoing a trans femoral transcatheter aortic valve replacement. Following placement of the aortic valve device, a perforation of the right common femoral artery was recognized. A gore® viabahn® endoprosthesis was advanced over a wholey wire through a 9fr. Pinnacle sheath. When deployment was attempted, the device only partially expanded. The distal most aspect of the device (3-4mm) did not expand. The deployment line was pulled hard to try to get the device to completely expand. The deployment line eventually broke. It was not possible to remove the catheter and the partially deployed device. The procedure was converted to open repair for stent removal while the catheter was still in place. The stent and catheter were removed surgically and the artery was also repaired surgically. Later in the night the patient had a peripheral embolization requiring thrombectomy of the right popliteal anterior tibial/posterior tibial arteries and a four-compartment fasciotomy of the right calf. The patient was sent to the intensive care unit.